Manufacturer narrative:
The referenced previously reported suspected driveline issue was reported under medwatch MFR report # 2916596-2016-00785. (B)(4). Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient underwent a priority heart transplant on (B)(6) 2016 due to previously reported suspected driveline issues in (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A direct correlation between the device and the reported event cannot be conclusively determined. It was reported that the patient received a priority transplant on (B)(6) 2016 due to a suspected driveline issue (cs-077859 / complaint #(B)(4)at the time of the transplant, the patient was not symptomatic. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.